Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis confirmed the reported event, the output connector was broken. It was also noted that the latch and battery drawer were sticky, several parts were missing from backside of device, the lead cover was broken and the ring was bent. Incoming functional testing passed. As a result the case was replaced, the main board was calibrated, new battery contacts were placed and inspected. The device then passed all testing with no visual/electrical anomalies.

Event description:
It was reported that the electrode connectors were broken. The external pulse generator (epg) was returned for servicing. There was no patient involvement.